Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported access site bleeding occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted on (B)(6) 2025. The patient was discharged the same day. The patient reported via social media (facebook), that they took their medications at night and had to then go to an emergency room (ER) as the access site started bleeding. The patient stated that the hospital staff was stopping the bleeding with another medication. The patient went to an ER close to their home, and not the implanting facility. No further information was provided or available.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.